Event description:
It was reported the customer requested a replacement insulin pump due to the safety notification letter they received about the scroll wrap feature on their insulin pump. The customer also reported experiencing low blood glucose that required the paramedics to be called. The customer stated the paramedics would treat their low with an IV. The customer could not confirm if their low blood glucose events were caused by their insulin pump. No additional information provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on the display window and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.